Event description:
Edwards received notification from a field clinical specialist that 6 months and 5 days post implant of a 29mm sapien 3 valve in an unknown tricuspid surgical valve, the patient presented with stenosis and central leak. The patient underwent a valve-in-valve-in-valve with a 26mm sapien 3 valve. The new valve was implanted as expected. The 29mm s3 central leak was the result of a frozen leaflet due to lack of medication compliance. No additional information was able to be obtained.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up: updated b5. The device was not returned for evaluation as it was remained implanted. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve leaflet improper coaptation central regurgitation were unable to be confirmed due to imagery unavailability. A manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. There are several patient factors that alone or in combination that could impact leaflet motion, including thickening of the leaflet, pannus growth, thrombosis, calcification, malposition of the valve, over/under expansion of the valve. As reported, 'the valve was successfully deployed at 90/10 (a/v) position with extra 2cc. Approximately 6 months post implantation, the patient presented with stenosis and central leak. The 29mm s3 central leak was the result of a frozen leaflet due to lack of medication compliance.' In this case, the central regurgitation was a result of the improper leaflet coaptation. Per IFU, valve recipients should be maintained on anticoagulant or antiplatelet to prevent blood clots/thrombus formation, which can affect valve function if deposit on leaflets. While a definitive root cause was unable to be confirmed, it is possible that patient factors (thrombus formation due to lack of medication compliance) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified, corrective/preventive action nor product risk assessment (pra) is not required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a sapien 3 29mm valve, implanted in the tricuspid position, underwent a valve-in-valve procedure due to stenosis and regurgitation after an implant duration of 6 months and 5 days. A new sapien 3 26mm valve was implanted as expected.